Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the back of the insulin pump was damaged at the reservoir area, causing to suspend the insulin delivery. No further information was provided.